Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6) 2014, 4798 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right ventricular (rv) lead threshold had risen. The physician noted the lead had not changed position and no action was taken. About two weeks later, the rv threshold was now high and it was dislodged. The patient also experienced a perforation, as confirmed on a chest x-ray, caused by the rv lead. The lead was explanted and replaced. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.